Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a discrepant organism identification in association with the vitek ms system. An internal biomérieux investigation was performed. Problem description: vitek ms result - single choice to streptococcus suis. Other identification method: vitek 2 gp ID test kit - low discrimination between streptococcus mitis, streptococcus oralis and streptococcus sanguinis. Sequencing (reference method) - streptococcus parasuis (report not provided by the customer). Expected identification - streptococcus parasuis. Conclusion: as key information (e.g. Mzml dta files) was not provided, it was not possible for the support team to investigate and define the root cause of this issue; however, based in the information received (reference method result) the most probable identification is streptococcus parasuis. This species is not included in the vitek ms knowledge base (kb) (B)(4). The reported issue falls under the limitation indicated in the kb user manual ref. 161150-556-b for vitek ms clinical use (B)(4): "testing of species not found in the database may result in an unidentified result or a misidentification." This limitation is not indicated in the kb user manual ref. 161150-137-d for vitek ms clinical use (B)(4) (in use at customer site). For this reason, an urgent product safety notice (fsca 3305 - vitek ms (B)(4) system limitations) was published on february 2017 in order to inform customers about this system limitation.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of streptococcus mitis as streptococcus suis in association with the vitek® ms v2.0. The customer reported that the vitek® ms gave several results of the organism being a streptococcus suis. Sequencing was performed on the isolate which identified streptococcus parasuis. An external laboratory identified the isolate as streptococcus mitis. The customer reported that an incorrect result was reported to a physician, however, the physician believed in the result from the external laboratory. There was no impact to patient treatment and no delay in reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.